Manufacturer narrative:
Per tandem's user guide, "the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin with the t:slim pump. Humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced elevated blood glucose of 419 mg/dl and diabetic ketoacidosis. Customer was taken to the emergency room and treated with intravenous insulin. The customer still felt unwell and nauseous and was then admitted to the hospital. The customer was treated with intravenous insulin and saline. The customer was discharged on (B)(6) 2019 with no permanent damage. Tandem technical support (cts) performed a pump system check and found pump to be functioning as intended. However, it was discovered the customer changes supplies around three to four days. Cts educated customer regarding cartridge/insulin labeling.